Event description:
System was explanted at mayo clinic sometime in (B)(6) of 2020 due to site pain. New system placed (B)(6) 2022. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.